Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set fell off during use on event on 12-feb-2024. Infusion set has been used for less than 1.5 days. Insertion area was cleaned, air-dried and free from hair. The blood glucose level was high. Therefore, patient was treated with correction via IV bolus. Customer replaced infusion set and resumed insulin successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.